Manufacturer narrative:
Based on the received information, a damage to the active electrode due to reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user sustained a strong head trauma above the side of the implant on (B)(6) 2024, and after this trauma, he totally lost his hearing sensation. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user sustained a strong head trauma above the side of the implant on (B)(6) 2024, and after this trauma, he totally lost his hearing sensation.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user sustained a strong head trauma above the side of the implant on (B)(6) 2024, and after this trauma, he totally lost his hearing sensation. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received.

Event description:
The user sustained a strong head trauma above the side of the implant on (B)(6) 2024, and after this trauma, he totally lost his hearing sensation. No additional information on further proceedings has been received so far.